Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (The importer) is submitting this report on behalf of b. Braun (B)(4) (the MFR). This report has been identified as b. Braun (B)(4) internal report (B)(4). According to investigation report dated (B)(4) 2007: as root cause for the disconnection, the investigator determined a missing locking screw (pin). Classified as failure in production process. B. Braun (B)(4) has implemented corrective measures on the b braun spacestation manufactured device. Implementation processes included training and add'l in-process and final inspections.

Event description:
As reported by the user facility: deputy nurse and assistant lifted a stack of 2 space-stations (both of the units were connected together), and when moved, the space-cover-comfort came off, thus causing the whole docking station stack with 8 pumps to fall onto to the nurse's foot breaking a bone. Upon investigation, it was found that the upper space-station (B)(4) did not have the locking pin fitted. It can be seen from the plastic push rod that the locking pin has never been fitted, as there are no threads cut into the plastic (the screw which holds the locking pin in place is self tapping, and forms the thread in the plastic when it is first fitted).